Event description:
A malfunction alarm labeled as alarm 20 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in loading a new cartridge using the correct technique, and successfully resumed insulin therapy.